Manufacturer narrative:
Vyaire medical file identification: (B)(4). It was reported that the unit was set at 500ml: low 450 high 550 and the measured is 550. As a resolution, the third party service technician replaced the flow valve.

Event description:
The customer reported that the lap top ventilator 1200 delivered tidal volume exceeding the high limit. At this time, there is no information regarding patient involvement.